Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited potential loss of capture on presenting electrograms. Potential oversensing was also observed on the ventricular channel during these episodes. The lead remains in use. No patient complications have been reported as a result of this event.